Manufacturer narrative:
(B) (4). Results: myocardial infarction, revascularization.

Event description:
A 3.00mm x 15mm endeavor rx drug-eluting stent was implanted at the mid lad. Patient was asymptomatic at 30-day follow-up. It was reported that an mi occurred two days post stent implant. Mi was categorized as a non q wave mi, in the territory of the implanted stent. No further details are available. Event was identified by the clinical events committee and deemed to be consistent with an mi. Approximately 6 weeks following index procedure, patient required ptca revascularization of the mid rca (non target vessel). Patient was asymptomatic at 6 month follow- up. Approximately 10 months following index procedure, patient required a ptca revascularization (balloon only) of the 1st diagonal branch. Investigator has indicated that event was not related to the study stent. It is reported that another ptca revascularization of the 1st diagonal branch (balloon only) was carried out on the same day. Investigator has indicated that event was not related to the study stent. Patient was asymptomatic at 1 year follow-up.